Manufacturer narrative:
H10: as the lot number for the device was provided, a lot history review was performed. The sample was not returned to the manufacturer for inspection/evaluation; however, medical record was received for evaluation. Therefore, the investigation is confirmed for the reported detachment, filter tilt and difficult to remove. However, the investigation is inconclusive for the reported perforation. Based on the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A review of the reported information indicated that model rf320j vena cava filter allegedly experienced malposition of device, patient-device incompatibility, detachment of device or device component and difficult to remove. This information was received from single source. The malfunction involved a patient with no known impact to the patient. The male patient weight was 90 kgs and age was not provided.

Manufacturer narrative:
As the lot number for the device was provided, a lot history review will be performed. The sample was not returned to the manufacturer for inspection/evaluation; however, medical records were provided for review. The company is still investigating the issue at this time.

Event description:
A review of the reported information indicated that model rf320j vena cava filter allegedly experienced malposition of device, patient-device incompatibility, detachment of device or device component and difficult to remove. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The male patient weight was (B)(6) kgs and age was not provided.